Manufacturer narrative:
Intuitive surgical ,inc. (Isi) has not received the monopolar curved scissors (mcs) instrument for failure analysis investigation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received and/or if the instrument is returned a follow-up MDR will be submitted to the FDA. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the mcs instrument arced. Although, there was no patient harm or injury, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted procedure, the customer had arcing when using the monopolar curved scissor instrument. The procedure was completed with no report of patient harm. Isi followed up with the customer to confirm that the procedure was completed with a backup instrument. The issue occurred during the procedure. The instrument and cannula were inspected prior to use. There were no post-operative complications. The erbe generator setting was 3/3/3 using monopolar energy. The tip cover accessory was disposed of and will not be returned. The customer alleged the issue was on the instrument itself and not the accessory.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: b5, g4, g7, h1, h2, h10 4310 - intuitive surgical ,inc. (Isi) has received the monopolar curved scissors (mcs) instrument for failure analysis investigation. The mcs instrument passed the recognition and engagement tests. It also passed the electrical continuity test and energy delivery test. There was also signs of scratch marks/ abrasion due to mishandling/misuse.